Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital experiencing heart failure. The patient had no underlying rhythm of 40 beats per minute. The pulse generator exhibited premature elective replacement indicator (eri).